Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc files 6x broke during use. Broken part remained in root canal, tooth filled with broken part and treatment concluded; no further treatment necessary. No injury.

Manufacturer narrative:
The returned reciproc file r25 8/100 25mm 025 is actually broken in the active part. During analysis, several discrepancies were noted on the returned instrument by comparison with an original reciproc file r25 8/100 25mm 025. This instrument is not from our manufacturing. This file is a counterfeit. We have no responsibility regarding this product.